Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. As received the monitor was displaying a service code 105 and 204. The reported resets was confirmed in the downloaded flag data. Upon investigation, insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca were found to be shorted. The shorted components caused multiple power supplies to short, resulting in the service codes and resets. The root cause for the shorted igtbs could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was resetting.